Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transurethral lithotomy procedure in the ureter, performed on (B)(6) 2022 post procedure, on (B)(6) 2022 , there were more than three cases of encrustation reported on stents. There were no information if these stents were explanted not if a new stent was implanted to the patient. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transurethral lithotomy procedure in the ureter, performed on june 05, 2022. Post procedure, on june 30, 2022, there were more than three cases of encrustation reported on stents. There were no information if these stents were explanted nor if a new stent was implanted to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a040501 captures the reportable event of stent calcified. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: correction to block a2: removed age at time of event; age at time of event update to b5: describe event or problem.